Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during procedure) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided, the cine review and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column) resulting in air embolism at the account could not be determined. Embolism (air) is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 5 and prolapsed posterior leaflet. A steerable guide catheter (sgc), (41030r1066), was prepared per the instructions for use (IFU) and inserted without issues. However, while removing the dilator, the hemostatic valve of the sgc was observed to be leaking, and an echocardiogram revealed an air bubble. Therefore, the sgc was removed immediately and replaced. A second sgc (41030r1022) was then prepared per the instructions for use (IFU) and inserted without issues. However, while inserting the clip delivery system (cds), an air leak was observed, and an echocardiogram revealed an air bubble. Therefore, the sgc was removed and the cds were removed from the patient. A new sgc was then inserted, and the procedure was continued. Two mitraclips were implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.